Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: blower temperature high" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
A service engineer (se) re-evaluated, and it was reported that the "check vent: blower temperature high" (diagnostic code 1122) occurred in the repair center; the alarm was also confirmed in the event log. The se replaced the blower to resolve the issue. No other abnormality was confirmed. The device was checked, cleaned, and functionally tested; the device was then returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and the se noted that a verification was performed, it was confirmed that "check vent: blower temperature high" occurred. A record of the alarm was also confirmed in the event log. The se noted that the blower assembly needed to be replaced. This investigation is still ongoing.